Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0x0ra, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient indicated that the first operation worked, so they had the interstim implanted. They indicated they were still having the incontinence problem and it wasn't working.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0x0ra, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no therapeutic benefit from their implantable neurostimulator (ins) and had urinary incontinence issues at night (device implanted to help control urinary issues at night). The patient had been increasing the amplitude daily (every night) and liked to increase at intervals of 0.3. The patient noted that the trial for the device therapy worked fine. The patient had botox shots (before it was FDA approved) but it did not help at night. Their last botox shot was a couple of years ago. The patient had a follow up appointment with their healthcare professional (hcp) on (B)(6) 2015. Follow up information reported confirmed that the patient increased the battery every night but the lack of therapeutic effect issue had not resolved. The patient later reported that they had experienced a loss or change of therapy. The patient had tried all programs and none had helped her. The patient was implanted last month. The patient was at 1.0 - program 3 and ins was on. The patient had increased from 1.5 to 3.0 and then decreased stimulation previously from 3.0 to 1.0. Above 3.0 stimulation was uncomfortable. The consumer further reported that the patient had not had therapy benefit since implant. The patient went through all 4 programs and the manufacturer representative reprogrammed them on 2015-09-29. The patient was on program 3 at 2.0v and it was still not working. The stimulation was as high as the patient could stand it and they felt stimulation. The patient changed to program 4 at 3.1v on (B)(6) 2015 and was not able to feel stimulation. The patient changed to program 1 and 2.6v and felt stimulation. On (B)(6) 2015, the patient wanted to try program 2 as program 3 at 2.5v did not work. The patient changed to program 2 at 1.5v. The patient was confused about the instruction regarding their stimulation. One person told them to keep the amplitude where it was and another person told them to increase a little each day. The indications for use of the implanted device were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Relevant medical history included type 1 diabetes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.